Manufacturer narrative:
The device has no been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010. According to the complainant, during the procedure, after opening the basket the wire detached from the handle when it was attempted to close it. The basket did not detach into the patient, and the device was removed from the patient without intervention or harm to the patient. No other damage was noted, and no other stones had been captured/crushed prior to this. The stone size was reported to be approximately 10-15mm and the patient's anatomy was not torturous. The procedure was completed with another trapezoid rx lithotripter compatible basket device. Reportedly the device was inspected/tested prior to use and no anomalies were noted. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.